Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was attempted to be implanted with an impella 5.0 device for mechanical circulatory support. Impella 5.0 was inserted via artificial blood vessel. The blood vessel diameter of the delivery was 8mm by prior evaluation. Impella 5.0 was inserted but it was difficult to insert due to resistance around the branch when inserting. Insertion was performed three times by using a buddy wire, but there was a shaft kink on the third try. The pump was replaced because there was a concern that it would lead to a pump failure. No patient harm was reported.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported delivery issues has been completed. The catheter shaft kinked upon insertion due to slight vascular stenosis. The root cause of the delivery issues was due to the patient's vascular stenosis. This report is being filed as part of a retrospective review of historical records.